Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the site was doing a tumor resection procedure and had completed registration and had moved to navigation (swapped to the sterile patient reference frame and draped the patient). It was observed that the tip of the scope probe appeared 1 cm deeper than reality when the tip was placed on the midline. Then, placing the tip of the probe laterally, the site found that the tip appeared over 1cm deeper into the patient than reality. The site went back and added points to the registration and then back into navigation and found that the inaccuracy was still present for the scope probe, the passive planner probe, and the microscope that was connected. The reference exam was a t1. The navigation system then began reporting a "low performance error". It was at this point that the site removed the navigation system and brought in another navigation system to be used in the case. The other system that was brought in had the same inaccuracy observed and this is documented in another case. It was noted that technologist operating the navigation system felt the exams did look like an accurate depiction of the patient as the patient appeared in the case. The images were a stereoscan. There was a delay of over 1 hour. The impact on patient outcome is unknown. Additional information was received. The site was performing a right-sided frontal temporal craniotomy for an 8mm cavernous malforma tion (cavmal). The initial registration was excellent at 1.4 accuracy, and verification was perfect. However, after draping and incision, at the point where the site needed to find their trajectory to safely get to the cavmal, they encountered significant depth in accuracies. While the midline was accurate, it had a 1 cm depth inaccuracy, and moving medially to the midline showed an inaccuracy of 2 to 3 cm, falsely indicating we were already in the cortex. During troubleshooting, the system began to lag and eventually displayed a "low performance" error. At this point the site considered their options and decided to restart the process entirely. The site quick re-attached the bone flap and the site stapled the skin shut. The navigation system was also swapped for a second system due to the current one displaying "low performance". We also used new probes and reference frames just to be safe. Despite all this and a new registrationof 1.8 and perfect initial verification, the same depth inaccuracy recurred once the drapes were back on and the bone flap was removed. The site elected to proceed without navigation to complete the surgery. It was noted by the site that this issue with depth accuracy has occurred after incision during multiple cases done by various surgeons. A clinical consultant (cc) attempted to, but was unable to download logs from the navigation system. When downloading the logs onto a thumb drive the folder appeared to be empty upon completion of download. The cc tried using multiple universal serial bus (usb) thumb drives and specifying different date ranges for logs to download. The cc went to an admin username and moved logs from the navigation system to a thumb drive. The download paused and would not move forward, and the cc stopped the download process. The cc went into the clinical side, dicom settings, and verified the log level was set to info. Cc switched log level to debug and then back to info and restarted the system. Cc moved the folder saved on the system to the usb resulting in a succesful download of logs to the usb.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.